Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the trial head stuck to the cpt taper stem causing the stem to disengage from the cement.

Manufacturer narrative:
Other device used: catalog #00811400200, cpt stem, lot #63096847 manufactured by (B)(4). No devices or photos were received; therefore the condition of the components is unknown. The stem remained implanted. Device history records for the cpt stem identified no deviations or anomalies in the manufacturing process. A complaint history, device history record review could not be performed for the provisional head as part and lot code are unknown. Review of complaint history for the part-lot combination identified no previous complaints for the cpt stem. The reported devices are used for treatment. Surgical notes were not provided. It is unknown whether the components were assembled as per the surgical technique. Compatibility of the combination could not be assessed with insufficient part and lot information of the provisional head. With the information a specific cause for the reported complaint could not be determined.